Event description:
Same case as MDR ID 2134265-2015-02265 and MDR ID 2134265-2015-02374. It was reported that stent damage occurred. The target lesion was located in the calcified and extremely tortuous obtuse marginal (om). A 3.50x12mm promus premier¿ stent was selected; however, the device was unable to cross the lesion. Upon removal, it was noted that the distal tip of the stent strut was flared up ¿a little bit¿. Predilation was performed successfully and a 3.0x12mm promus premier¿ stent was then deployed in the target lesion. Percutaneous coronary intervention (pci) was performed in the extremely calcific and tortuous right coronary artery (rca). Predilation was performed using multiple balloons. A 3.0x32mm promus premier¿ stent was deployed. A small dissection was noted in the distal end of the stent. A 2.75x16mm promus premier¿ stent was advanced distally to the previously implanted 3.0x12mm promus premier stent; however the device failed to cross the lesion due to tortuousity and tightness of the lesion. When the device was removed, it was noted that distal end of the stent flared up. Predilation was performed and a 2.75x16 stent was deployed. The physician decided to place a 2.75x12mm promus premier¿ stent distal to the 2.75x16 stent to treat the small dissection. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).